Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle") and dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle') in an adult female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle") and dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number 810887 was inserted on (B)(6) 2013. On (B)(6) 2020: extra sd attached by mistakenly. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle, localised pain') in an adult female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle"), dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"), genital haemorrhage ("heavy /abnormal bleeding"), headache ("headaches") and dysgeusia ("metal taste") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal and dysgeusia had resolved. The reporter considered dysgeusia, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: no device migration. Quality-safety evaluation of ptc: based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number 810887: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 3 and this quantity represents 0,85% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer specified essure removal date. Events added: headaches, heavy/abnormal bleeding, hormonal problems, metal taste. No device migration. Events resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle') in an adult female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle") and dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if (B)(4), we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number 810887: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 3 and this quantity represents 0,85% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle') in an adult female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle") and dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: essure lot number 810887 was inserted on (B)(6) 2013. On 10-jun-2020: extra sd attached by mistakenly. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle") and dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"). The patient was treated with surgery (salpingectomy and hysterectomy in feb-2018). Essure was removed in february 2018. At the time of the report, the pelvic pain, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain outside of regular menstrual cycle') in an adult female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle") and dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number 810887: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 3 and this quantity represents 0,85% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain outside of regular menstrual cycle, localised pain") in an adult female patient who had essure inserted (lot no. 810887) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of jaw pain, scabies, infected sebaceous cyst, lymphadenopathy, sore throat, palpitations, iliac fossa pain, joint swelling, spotting vaginal, clot blood, taste peculiar, iron low, sweaty, light headedness, swelling of feet, stomach pain, anemia, parity 5, multi gravida, osteoarthritis, fibromyalgia and fibromyalgia. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort outside her regular menstrual cycle"), dysmenorrhoea ("severe pain and discomfort as part of her regular menstrual cycle"), genital haemorrhage ("heavy /abnormal bleeding"), headache ("headaches"), dysgeusia ("metal taste"), dyspareunia ("dyspareunia"), abdominal distension ("bloating") and bladder disorder ("urinary issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2018). At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal and dysgeusia had resolved. The reporter considered abdominal distension, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: no device migration. Insertion date: (B)(6) 2013 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2009: negative. Quality-safety evaluation of ptc: for essure: based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number 810887: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 3 and this quantity represents 0,85% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events- "dyspareunia, bloating and urinary issues were added. Reporters information patient medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.